Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was also noted that the lead was perforated, and minor effusion was present. The lead revision was performed on (B)(6) 2024. The patient was stable.